Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 18415678/18277143, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and leads were replaced due to poor placement and not receiving enough coverage. The patient was doing well postoperatively.